Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was break and impossible to be sure if sensor cannula sensor was still under skin. The customer blood glucose level was unknown. Customer stated that the signal sensor not found and impossible to start sensor. The device will not be returned for analysis.